Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) was displaying a low vacuum alarm. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and customer reported a low vacuum leak. The fse was unable to reproduce the reported failure. The fse performed calibrations per service manual instructions and returned the iabp to the customer cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) was displaying a low vacuum alarm. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.